Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an attempt to reposition the right ventricular (rv) lead, the right atrial (ra) lead was accidentally dislodged. They tried to reposition the lead, however after 50 turns with the rotation tool the helix would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Testing was completed to assess lead electrical performance, where measurements were within normal limits. The stylet insertion test and x-ray confirmed that the inner conductor coil had deformities at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that the lead became deformed during the revision procedure which caused the issues during attempt to re-extend the helix